Manufacturer narrative:
Codman has requested the device be returned for eval. Upon completion of the investigation, a f/u report will be filed.

Event description:
Affiliate reported that a piece of the insert (tungsten) broke off during the surgery in the pt's wound and remained in the wound. This was not noticed during the surgery, but only when the instrument was being cleaned in the decontamination area by the spd attendant. The spd attendant notified the or and an abdominal scan was done on the pt. The scan confirmed that the broken piece was in situ. There was not surgical attempt to remove the broken piece. The pt was notified of the incident and discharged from the hosp in 2007. Device to be returned to pqs at a later date.